Manufacturer narrative:
No specific serial number was provided for the subject scope; therefore, it is unknown if the scope were returned to olympus for evaluation and service. Olympus followed up with user facility by telephone and in writing in an attempt to gather more detailed information regarding the adverse events; however, limited information was provided. On (B)(6) 2018 an olympus endoscopy support specialist (ess) and regional service director visited the user facility to observe the facility¿s reprocessing practices and provide training if necessary. No in-service was provided during this visit; however, the ess and regional service director were able to observe the user facility¿s sterile room or reprocessing room and noted that three endoscopes sat for at least 30 minutes awaiting leak testing and manual cleaning. The ess was then informed by the director of nursing (don)that in the past three months there had been a high turnover with their reprocessing staff. Also, the medivators automated endoscope reprocessor (aer) machine that was used to reprocess the scopes was noted to have issues in (B)(6) 2018. The ess informed the don was informed that there had been a delay of scope reprocessing noted in a previous visit. The nursing director stated that this was not a concern, as the reprocessing staff was aware of the delayed reprocessing instructions. In addition, the ess reported that the reprocessing staff was reminded to properly clean/disinfect or sterilize the olympus accessories, such as the injection tubing (maj-222), and suction cleaning adapter tubing (mh-856), as this reprocessing deviation was also noted during a previous site visit. At the conclusion of this visit, the ess recommended that the reprocessing staff order sufficient cleaning adapter tubing. On (B)(6) 2018, the ess provided an in-service to the user facility¿s nursing staff. The in-service was focused on performing proper pre-cleaning of tjf-160vf and gf-uct180 eus scopes only. During the in-service, the ess noted the staff is using scope buddy (medivator machine) during periods of high volume the user facility may run out of air/water cleaning adapters and suction cleaning adapters. When this occurred, the reprocessing staff would skip these steps and continue without the use of any cleaning adapters. The suction adapters were not properly cleaned and were placed loosely inside the medivators aer. Following procedures, the used scopes sat for an extended period of time without undergoing an extended soak as per the delayed reprocessing instructions. The reprocessing staff carried more than one scope in the same hand without the use of protective gloves. In addition, the scopes were stacked by twos in a tub and transported.

Event description:
Olympus was informed that a scope cultured (B)(6) for an unspecified microorganism after being reprocessed in the user facility¿s medivators dsd automatic endoscope reprocessor (aer). There were no associated patient infections reported.

Manufacturer narrative:
This supplemental report is being submitted to correct the facility name and provide the physician's additional contact information.

Manufacturer narrative:
This supplemental report is being submitted to make a correction on the procode from fdf to fds.